Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder the needle and holder separated. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "during blood collection, the needle was separated from the holder, resulting in leakage."

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes d9: returned to manufacturer on: 2022-11-11. H.6. Investigation summary: bd received 400 unused samples, 1 used samples, and 7 photos for investigation. The photos and used sample were reviewed by visual examination and the customer¿s indicated failure mode for holder separation was observed. Fifty (50) of the unused customer samples were evaluated by visual examination and the indicated failure mode for holder separation with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 5 vacutainer tubes with water, and the issue of holder separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode holder separation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder the needle and holder separated. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "during blood collection, the needle was separated from the holder, resulting in leakage."